Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer initially called to seek assistance with his ration settings and mentioned that the insulin pump had a mechanical failure in the past. Customer's blood glucose reading at the time of the call was 111 mg/dl. No further information reported.